Event description:
Percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery to apical branch. The lesion was 80% stenosed and calcified. Plain old balloon angioplasty (poba) was performed; the lesion was unable to be dilated fully. The balloon was replaced and the lesion was dilated. A stent was deployed distally. The intravascular ultrasound (ivus) catheter was used to confirm the stent placement, when the image disappeared. During withdrawal of the ivus catheter resistance was encountered. The physician believed that the catheter had become stuck in the stent. A guide catheter was inserted aiding in the removal of ivus catheter. The implanted stent was damaged at distal edge. Poba was performed a second time to expand the stent and the procedure was completed successfully. The patient condition was reported to be ¿good¿.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints for catheter stuck in stent were found in this lot. The guidewire (0.014") that was used during procedure was returned. Kinks were observed in the returned guidewire. Inspection of the returned catheter noted the male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. Visual analysis noted fluid inside the telescope and distal tip assembly, no fluid was found inside the hub and no kink was observed in the sheath assembly. The guidewire exit port was observed to be lifted. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The imaging core was able to reinsert back properly into the sheath assembly. Imaging core wind up in the telescope assembly was observed during visual analysis and appears to be unrelated to the stuck in stent. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, and the anatomical and procedural factors encountered during this procedure, the root cause of the catheter stuck in stent issue has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B) (4) stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery to apical branch. The lesion was 80% stenosed and calcified. Plain old balloon angioplasty (poba) was performed; the lesion was unable to be dilated fully. The balloon was replaced and the lesion was dilated. A stent was deployed distally. The intravascular ultrasound (ivus) catheter was used to confirm the stent placement, when the image disappeared. During withdrawal of the ivus catheter resistance was encountered. The physician believed that the catheter had become stuck in the stent. A guide catheter was inserted aiding in the removal of ivus catheter. The implanted stent was damaged at distal edge. Poba was performed a second time to expand the stent and the procedure was completed successfully. The patient condition was reported to be ¿good¿.